Event description:
It was reported that during a pci procedure, the maverick2 monorail balloon ruptured at 5 atms after a difficult crossing of the lesion. The lesion being treated was located in the calcified distal left circumflex artery. The procedure was successfully completed with another balloon. Patient status is listed as "good."

Manufacturer narrative:
Device evaluation: the device was disposed of by the hosp; therefore, no direct product analysis could be performed. The exact cause of the difficulties experienced during the procedure could not be determined.